Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure the e-sep pencil activated when it was in the holster and was being moved around. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event.

Event description:
It was reported that during a procedure the e-sep pencil activated when it was in the holster and was being moved around. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.